Manufacturer narrative:
The reported issue was initially addressed with phone support. The fse contacted the customer and was informed that someone bumped the mtm while the camera was being cleaned causing the fault. Site power cycled system to clear the fault and had no issues with the ssc. At a later date, the fse was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm to address repeated 23017 faults. The system was tested and verified as ready for use. Mtm2 was returned for failure analysis, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: axis 6 motor, axis 6 magnet cup. A log review confirmed the umbilical hernia ipom procedure on date of on (B)(6) 2022 on system sk0090. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer switched to another console after the start of the procedure due to a recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, a recoverable fault on the left master on surgeon side console (ssc) 2. The customer had disabled the arm on ssc2 and was continuing the procedure with ssc1. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and was informed that someone bumped the master tool manipulator (mtm) while the camera was being cleaned, causing the fault. The site power cycled system to clear the fault and had no issues with the ssc. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.